Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that post endometrial ablation, there were two full thickness burns at the fundus that were visualized laparoscopically. A general surgeon was called in to check for bowel burn, but there was no evidence of such. Patient was admitted and will remain in the hospital for a week for observation. Patient is not on antibiotics as they do not want to mask any bowel burn. No additional details available.